Manufacturer narrative:
Immucor technical support advised the customer to retest the blood sample by manual test tube method up to the maximum permited incubation time of 30 minutes. This resolved the issue.

Event description:
On (B)(6) 2017, a customer site reported an unexpectedly negative antibody screen by manual test tube method.